Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the seal disengaged into the pt's cavity. The surgeon was able to retrieve the component and complete the procedure. No hosp has reported no pt injury occurred.